Event description:
Reporter indicated that vns pt was hospitalized for approximately one week due to aspiration pneumonia and that pt had also been diagnosed with left vocal cord atrophy. The pt has reportedly had problems with hoarseness and voice change with stimulation since implant. Spectroscopy test during recent hospitalization revealed left vocal cord atrophy. It was reported that the vocal cord is not completely paralyzed, but that there is a decrease in the fold of the vocal cord as well as inflammation of the vocal cord. The pt was released from the hosp, but is still experiencing the voice alteration. Treating neurologist is considering either reducing programmed parameters or programming the device to off at next office visit. Neurologist indicated that the aspiration pneumonia was possible secondary to "stiff man syndrome".